Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that there were air bubbles in the patient line and tubing. There was no reported impact to the user's blood glucose level. Tandem technical support recommended to prime the tubing to remove air.